Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer also reported repeated beeps heard on the insulin pump. Customer stated the beeping occurred every 10 minutes. The customer stated buttons were not pressed or accidentally pressed on the insulin pump. It was found the customer's old insulin pump was emitting the beeping noise. The customer declined to return the insulin pump for analysis.